Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. Device passed the displacement test. No motor error alarms occurred during test. Motor tested ok. Device had cracked case above corner of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms and motor error alarms. Customer's blood glucose was 470 mg/dl. Device was able to rewind. The infusion set cannula was crimped. Customer had an emergency room visit due to high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.